Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3. A triclip xtw was inserted and grasping was performed. However, difficulties with imaging occurred. It was noted that in transgastric view, tissue bridge was visible, leaflet insertion of the septal leaflet was not possible, and the anterior leaflet was fine. A decision was made to deploy the clip, and the clip was deployed. However, after deploying the clip, it was observed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the tr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported image resolution poor resulting in slda appears to be related to procedural conditions and due to imaging being challenging. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 2017.